Event description:
A 9fr 30cc iab rupture noted upon insertion by the physician with positive back bleed. The device was removed immediately and a new balloon inserted with no patient related complications.